Event description:
The event is reported as: complaint alleges that the bottle was spiked and the plastic created a lip not allowing the flow of water into the column. Alleged defect occurred during use on a pt. There were no reports of patient harm.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.